Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient hadn¿t used their stimulator for many years and they wanted to do an MRI due to their ms so they wanted to have their stimulator removed. The patient indicated that they were reaching out to their healthcare provider (hcp) to have their device removed. The patient indicated that a few years after implant when they raised their arms in the air they would feel the stimulation ¿zap¿ them and then it eventually stopped working all together shortly after that. The event date was asked but was unknown. No further complications were reported/anticipated.